Event description:
It was reported that the gas leaks quickly on a cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) generated an alarm of ¿gas leak quickly¿. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge authorized distributor's field service engineer (fse) evaluated the iabp and was able to reproduce the reported failure. The fse suspected that the quick release valve in the frame was faulty. The repair was not completed because there were no spare parts. The iabp was returned to the customer but not clear for clinical use. Additional information is being requested and a supplemental report will be submitted when this is available.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) generated an alarm of ¿gas leak quickly¿. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge authorized distributor's field service engineer (fse) indicated that no parts were replaced. The fse tightened the tubing which is between the tubing assembly and uion high pressure, and the iabp was fixed. The iabp was then returned to the customer and cleared for clinical use.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that the gas leaks quickly on a cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.